Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of patient's fall, which lef to the femoral fracture and likely disrupted the fixation or stability of the knee components.

Event description:
Index surgery: (B)(6) 2009. Revision due to patient fall and femoral fracture. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2009. Revision due to patient fall and femoral fracture. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
In a review of the labeling it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. There is no indication that there is a device related problem/malfunction, there is no allegation against any device. The most likely cause of the reported event is related to the traumatic fall experienced by the patient. This device is used for treatment not diagnosis.

Event description:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00107 .